Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving calibration errors and sensor alerts. Customer's blood glucose was 44 mg/dl and treated with food and glucose tablets. Customer had symptoms of low blood glucose; customer was feeling anxious, shaky, sweaty and confused. Troubleshooting was performed for calibration error alert. Customer was advised that sensor would be replaced.